Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed motor error during rewind. She also received a motion sensor test failure alarm. The device was not exposed to a magnetic field. Customer uses the sensor feature and is unable to complete the rewind sequence. Blood glucose value was 120 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test, prime test, occlusion test and excessive no delivery alarm test. However, the insulin pump alarmed for a motor error during the rewind due to a motor encoder signal out of phase. The insulin pump had minor scratches on the display window, cracked reservoir tube lip, scratched reservoir tube window and cracked battery tube threads.